Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue was discovered during the procedure and ports were placed on the patient. The procedure was completed robotically and there was no reported injury to the patient. The broken cable was black. There were no signs of thermal damage and there was no observed arcing during the procedure. There are no photos or videos for isi to review, and the customer was not able to provide any patient demographic information. Isi did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection revealed no signs of damage at the conductor wire. The instrument passed the electrical continuity test. The probable root cause of the customer-reported event cannot be determined based on the information provided and failure analysis results as failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Additional observation not reported by site was that the instrument was found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that the conductor wire on a force bipolar instrument was found broken. No other information was provided.